Event description:
According to the reporter: after having placed the anatomic portion in the device&#39;s bag, the metal part broke during closure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).